Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 04 feb 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces; one lens piece was not received. The two received pieces were coated in viscoelastic residue. A white haze was observed on both pieces. The lens was forwarded to eag laboratories for analysis. The material was tested at eag laboratories using a labram j-y spectrometer (raman analysis) and identified the white haze area was composed of the same material as the lens itself; only the surface of the area was rougher. Due to raman analysis being performed on the foreign material sample, no ftir spectrum could be obtained to be ran against the manufacturing library to identify potential sources of the foreign material. The customer provided photos were evaluated. The photos show an eye implanted with the suspected complaint lens. Due to image quality, no issues could be observed and no further evaluation was performed. The complaint issue "inclusions" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a white area on the lens after implanted into the patient eye. Iol was cut and removed. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3- the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.